Manufacturer narrative:
Additional information: d10, h3, h6. H10: the device was received for evaluation. A visual inspection was performed and a loose green cap inside the unopened pouch was identified. The reported issue was verified. The direct cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) pull rings caps were disconnected from the connectors of an unspecified quantity of amia peritoneal dialysis (pd) therapy sets with cassette. These issues were discovered during setup for pd therapy. The patient was not connected for therapy at the time of these events. There was no report of patient injury or medical intervention associated with this event. No additional information is available.